Event description:
Customer alleges dc charger doesn't work and is hot. No injury alleged.

Manufacturer narrative:
(B)(4) RMA has been initiated for this issue. Model xpo100, serial number/date code (B)(4) is approximately 11 months old. The owner's manual part number (B)(4) rev d (dec-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called and stated that the dc charger doesn't work and it gets hot. An RMA has been issued and the charger is to be returned to invacare for an inspection and evaluation. No injury.